Manufacturer narrative:
This supplemental report is being submitted to correct section h6 conclusion code and section h10 due to omission of device evaluation results in error. The suspect device was returned to olympus and evaluated. Based on the evaluation, the probe unit is cracked causing a u509 ultrasonic error when a probe check is performed. The breaking point measures approximately at .666¿. The teflon pad was inspected and found it slightly worn, with no metal exposed. Based on similar reported events, the most probable cause to the reported complaint is due to mishandling.

Manufacturer narrative:
The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified procedure, a ¿probe damage¿ error message was observed. There was no physical damage observed on the device. It is unknown if the intended procedure was completed.